Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52.8mm in diameter abdominal aortic aneurysm. During the index procedure two lumber arteries were embolized and the inferior mesenteric artery (ima) was occluded. The proximal aortic neck diameter measured 16mm. The aortic neck at the right cia measured 18.5 and the length of the rcia noted as 21mm. It was reported during the index procedure the bifurcate was implanted followed by a non mdt stent graft in the right contralateral side however this was noted to be short. Final angiogram revealed a type ib endoleak and it was unable to be confirmed which side this was on, although highly suspected to be on the right side. An additional non mdt stent graft implanted on the right distal side to extend a further 5mm and touch up performed. It was reported that a type ii or type IV endoleak was suspected in the bifurcate. The physician elected to preserve the iia this time and monitor the patient. Follow up imaging 5 days post the index procedure revealed the type ib had disappeared and the type ii was decreased. Due to poor renal function in this patient, the contrast CT was unclear. Per the physician the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was reported that the patient was emergently transferred to hospital by ambulance due to a suspected stent graft infection and rapid expansion of the aneurysm, potentially associated with the infection. Treatment of the infection was started, and it was said endovascular treatment was difficult due to the aneurysm size 71mm. Additional information received; it was confirmed that further treatment was performed a week later, to treat a suspected type iiib endoleak in the non mdt device. This was completed without issue. It was concluded that there was no infection of the endurant stent graft and that the aneurysm expansion had been due to the type iiib endoleak so no intervention on the endurant device was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.